Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and packaging. The device was visually inspected and found to have been in used condition, although with limited signs of blood. The carrier tube was found to have been in the forward lock position with the anchor and suture partially deployed. The collagen was not returned with the device and the suture knot was found to have come undone. Limited signs of blood were identified on the anchor and suture. The complaint was unable to be confirmed for a device failure. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that after the correct implantation of the angio-seal device, a structure externalized by the skin was observed, even though the compaction was carried out with a compacting tube and the cut was made in the black stripe. After loosening the tension in the system, adequate hemostasis was not achieved. The patient condition and procedure outcome are both unknown. Additional information was received on 24 oct 2022: structure externalized by the skin, means the collagen was outside the skin. The procedure performed prior to the use of the angio-seal device was an angioplasty procedure. The patient was stable. Another angio-seal was used in the process to achieve hemostasis.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.